Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. Failure analysis found a damaged conductor wire insulation at the distal end. The wires are exposed and are continuous. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. The was no thermal damage and no missing material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was unable to energize. The procedure was completed with no reported injury.